Manufacturer narrative:
Reported event: it was reported that the check point fractured and it was left in the patient product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no w58827 and accepted into final stock on 09/26/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot w58827 shows no additional complaints related to the failure in this investigation. Conclusions: no additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Patient in surgery for a right total hip replacement using stryker mako robotic arm interactive orthopedic system. Immediately upon removal of the pelvic checkpoint, it was noted that the tip of the checkpoint was retained in the superior acetabular bone stock. The area was exposed and the retained tip was not visible above the cortical bone. The decision was made to leave the retained checkpoint tip rather than compromise the superior acetabular bone stock to search for the tip. Patient and his family were notified with the "disclosure" documented in the ehr.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Patient in surgery for a right total hip replacement using stryker mako robotic arm interactive orthopedic system. Immediately upon removal of the pelvic checkpoint, it was noted that the tip of the checkpoint was retained in the superior acetabular bone stock. The area was exposed and the retained tip was not visible above the cortical bone. The decision was made to leave the retained checkpoint tip rather than compromise the superior acetabular bone stock to search for the tip. Patient and his family were notified with the disclosure documented in the ehr.